Manufacturer narrative:
The device was not returned to olympus for evaluation, however, upon site visit and investigation by an olympus employee the customer's allegation was confirmed using image management hub equipped with the same system. Site evaluation and interviews with the facility staff found that the reddish color was strong when the hd autoclavable camera head, endoeye flex deflectable videoscope, and the endoeye hd ii", 5.4 mm, 30°, autoclavable was inserted into the abdominal cavity with ve3. Colors appeared normal when placed outside the abdomen. The 4k camera head did not show strong reddish color. The white balance was always set, but light shielding was not used. The 4k camera head and autoclavable camera head in question was used to obtain white balance without shading, and when the inside of the palm was checked, it was confirmed that the reddish tint became stronger. The olympus employee informed the facility nurse and head nurse to ensure that the light is shielded during white balance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite iii video system center had images of the abdominal cavity appearing to be covered with a red filter when the video system center and autoclavable camera head, endoeye flex deflectable videoscope, and endoeye hd ii", 5.4 mm, 30°, autoclavable scopes were used in combination. The issue was found during a therapeutic video-assisted thoracoscopic surgery. The procedure was completed by replacing with another scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.